Event description:
It was reported that at 105,357 joules while using the surgical fiber during a prostate procedure, no aiming beam could be seen emitting from the fiber output port. Time expended: 15:31 minutes. The procedure was completed using a second surgical fiber. There was no patient injury reported.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild char; the fiber was tested with hene laser fixture, aim beam is present at fiber distal end. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the product complaint of "aiming beam not coming out side port" could not be confirmed; a glass fiber distal fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.